Event description:
It was reported that guidewire fracture occurred. A fathom? -14 guidewire was selected for a procedure in the aorta. During the procedure, however, the wire fractured and a fragment was retained within patient's aorta. It was identified at the time of the procedure. It appeared to be in a safe place (inside aortic sac and excluded from circulation by aortic stent graft) therefore the collective intraprocedural decision was to leave it in situ.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).